Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was having multiple premature ventricular contractions (pvcs). The lead was programmed off at that time as it was noted that the patient did not require rv pacing. The rv lead had been programmed back on and the patient was experiencing muscle stimulation with the pacing pulses. Placement difficulty was noted due to the patient had a condition of having a sensitive right ventricle. The lead measurements were stable and within normal range. A surgical revision was performed and the lead was explanted and replaced.